Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported that the left monitor went black. This resulted in a loss of imaging functionality. There is no report or death associated with this event.